Manufacturer narrative:
Findings: pump was returned for low battery alarm and power error confirms in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root causes the non-sleep anomaly software error. No unexpected replace battery now alert noted. Pump received with minor scratched lcd window, cracked battery tube threads, scratched case, cracked select button keypad overlay and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low-battery" even after replacing the batteries with new ones. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.